Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was over 400 mg/dl. The customer stated that this was the third or fourth time having issues with the battery, and she had already received a replacement battery cap previously. She stated that the insulin pump had a blank display that was resolved after 5 different battery replacements. She was treated with intravenous drip and the insulin pump for basals. She complained of nausea leading to the hospitalization. The insulin pump showed failed battery alarms and a no delivery alarm in the device history. She stated that the old infusion sets she was using would successfully trigger no delivery alarms, but she reported that the quick sets were not. She observed a bent infusion set cannula and some skin irritation. Advised return of the infusion set and insulin pump for analysis. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked case near display window corners, and a stained end cap sticker were noted during visual inspection.